Event description:
During a standard dental treatment, the handpiece got hot and burned the pt to the inside of the right cheek and lip to the size of a quarter. Pt was prescribed orabase ointment and she was instructed the use ibuprofen over the counter in the dosage dependent to her age.

Manufacturer narrative:
The analysis of the product did show that the handpiece had a high debris level, the bearings have been grinding, wobbling and falling apart. The heat up was reproducible during a short test run. The high debris level is a sign that during the reprocessing of the handpiece, the internal cleaning, and lubricating is not performed like requested in the user instruction. As a result, the bearings underlay a stronger wear as usual which results in the described problems. The user instruction requires a visual and functional check before each treatment to ensure that the product is running within spec. (B)(4), kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).